Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 556 mg/dl, current blood glucose was 556 mg/dl, blood glucose value at the time when admitted to hospital was 520 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer reported that air bubble in reservoir. Cause to hospitalization was fluids, insulin drip. The drive support cap appears normal (slightly indented). The customer was treated with bolus mdi, insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.